Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received for another complaint ((B)(4) ). After review of the medical records for MDR reportability, the patient underwent an asr revision on (B)(6) 2011 ((B)(4) ) and is still experiencing pain and elevated metal ion levels. No date of revision has been provided. The patient has a metal on ceramic construct.